Event description:
Synthes/johnson and johnson "femoral neck system". Patient had femoral neck fracture, and went on to nonunion. This is common in this age. However, the hardware used to fix the fracture broke in two places. Accordingly two broken pieces of the hardware were lodged in the head and had to be over drilled and extracted to allow for revision of the nonunion. While it is certainly possible for any hardware to fail under fatigue in the face of a nonunion, the nature of the femoral neck system made extraction of the device very challenging.